Event description:
At the completion of a transurethral resection of a bladder tumor, it was noted that the tip of the resectoscope had broken off of the scope and was lying on the floor of the bladder.